Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing issue occurred. The sensor was inserted into an off-label insertion site, on (B)(6) 2026. It was indicated that the patient used an expired product, which is misuse of the device. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Performance data was reviewed. A pairing failure was not found within the investigation window. The allegation was not confirmed. However, a transmitter failure was found in connection to the reported allegation. The probable cause of the transmitter failure could not be determined. No injury or medical intervention was reported.